Event description:
ER nurse alerted the pharmacy of a problem with the set disconnecting from the drip chamber when the IV bag was spiked. The IV bag was wasted and the IV set was sent to MFR. After the pharmacy received the first initial complaint, other reports came in from other nursing areas and from the 911 ambulance staff.